Event description:
It was reported that while stimulation was turned on patient reported "at the top of my shoulder blades where the electrodes are... It burns. It's like the device is shocking me or burning me." It was also reported that patient could feel the ¿pulsing¿ in the ribs and front. It was indicated that patient tried turning implantable neurostimulator (ins) down and could not feel it in the ribs but¿ was not helping at that point¿. It was stated that the patient was not having a good day and not a good back day "even with this thing on¿. A supplemental report will be sent if additional information is sent.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).